Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11000r22, implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review found that the patient had ¿something wrong with his heart valves¿ and believed it was ¿probably because of this mess.¿

Event description:
It was reported that there was a volume discrepancy, the pump was turned off and the patient experienced withdrawal. Reporter stated that in regards to the discrepancy volume, the actual residual volume was greater than the expected residual volume; detailed volumes were not provided. Reporter stated that the pump "had not been working for the past 8 months", and indicated the pump was off as of the report date, and contained no drug. When the pump was initially turned off, the patient experienced symptoms of withdrawal, and those symptoms were not managed by the healthcare provider. Specific withdrawal symptoms were not provided. It was unclear when the pump was turned off. The drug that was infused via the pump was hydromorphone. Additional information has been requested, but was not available as of the date of this report.